Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 121" message. The complainant indicated that there was no patient involvement in the reported failure.